Manufacturer narrative:
One portex® endotracheal tube was returned for analysis in used conditions. Visual inspection revealed no discrepancies. The ett was inflated with a syringe noting leakage at the point between the valve and pilot balloon. Relevant documents were reviewed and deemed adequate. Training records, bell-out, fit inflation line, leak test and inflation line assembly operation were both reviewed; no discrepancies. Tracheal inflation line and leak testing was performed on (B)(4) units from manufacturing floor; no discrepancies. Based on the evidence, the complaint was confirmed. The root cause was found due to manufacturing process as the most probable causes were excess solvent or lack of detection.

Event description:
Information was received that the pilot balloon of a smiths medical endotracheal tube was leaking while in use. No adverse effects occurred. It was reported that the cuff worked properly during the pre use check.